Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 24 may 2018, the device was noted to have been previously repaired thirteen times, the last service being for preventative maintenance reported on 10 october 2017. The reported event was confirmed by the service technician who evaluated and repaired the device. On 24 may 2018, it was reported during preventative maintenance that a mesher required to be repaired. A zimmer skin graft mesher serial number 01153 as well as 1:1 cutter serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on 18 june 2018 noted that the pretests could not be performed due to a bent comb. The returned cutter was found to have an l cutout, making it produce an incomplete cut. Repair of the mesher occurred the same day and involved replacing the damaged comb. The mesher was then tested and verified to be functioning as intended and both the mesher and the cutter were returned to the customer without further incident. The devices was tested, inspected, and repaired. Reference numbers (B)(4) on 24 may 2018. While the service technician confirmed that the comb was bent, which would require service in order to resolve, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher had repair. No adverse events were reported as a result of this malfunction.